Event description:
The manufacturer received a voluntary medwatch on 05/21/2026 indicating a patient experienced a serious injury while on a trilogy evo device. There was no documentation received verifying what the injury was, only that it required intervention. The customer alleged the device was blowing air loudly, displayed a ventilator inoperative alarm and then powered down. The patient was placed on a back-up ventilator. A clinical assessment was performed. Based upon the information currently provided and available, it was reported via a voluntary FDA medwatch form (mw5187776) that on (B)(6) 2026, during clinical and therapeutic use of a trilogy evo ventilator, the device began producing a loud noise as gas was being delivered and experienced a ventilator inoperable condition (unspecified). It was reported that the patient was removed from the device and placed onto a backup device (make/model unspecified). Additionally, it was reported that the patient experienced a serious injury (unspecified) as well as required medical intervention (unspecified). Based upon this information, this complaint record has been assessed as a serious injury. There is no information documented as to the serial number of the device. The manufacturer is attempting to obtain that information. The device has not yet returned for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.